Event description:
Procedure: laparoscopic nissen fundoplication. According to the report: while dissecting through omentum in the abdominal cavity, the surgeon noticed that the ultra shear began to shake/vibrate more than normal. The surgeon stopped the procedure, changed the cord that connected the ultra shear to the generator, then restarted the procedure. It was then that he noticed that the bottom jaw of the ultra shear was not attached. He took out the instrument to inspect it, then attempted to retrieve the jaw part inside of the cavity (with no success). He then grabbed a new ultra shear and resumed the procedure. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
Date initial report sent: 10/28/2009.